Event description:
It was reported to philips that the device experienced a charge button failure. There was no patient involvement.

Manufacturer narrative:
H3 other text : the customer declined.

Event description:
It was reported to philips that the device experienced a charge button failure. There was no patient involvement.